Event description:
Related manufacturer report number: 2017865-2025-14059, it was reported during in clinic follow up that the atrial and right ventricular lead exhibited oversensing due to noise. The leads were explanted and successfully replaced. There were no patient consequences.